Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single pt that was generated by the unicel dxl 800 access instrument. The accu tnl result was 3.26ng/ml. The result was not reported out of the lb. The customer tested the original pt samples on a different instrument in their lab for accu tnl. The accu tnl result was 0.04ng/ml. The customer then re-tested the pt original sample on the unicel dxl 800 access instrument. The accu tnl result was 0.06ng/ml. The customer ran 2nd time the original pt sample on the different instrument. The accu tnl result was 0.04ng/ml. A corrected report was issued. No additional event information was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.